Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately three years post initial left side tka, the 83 y/o male patient had a revision due to poly wear. Patient's liner was exchanged. Patient was revised to exactech devices. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. Photos received, sales rep was unable to obtain x-rays. The devices are not available for evaluation as they were disposed at the hospital. No other patient information/medical history reported.

Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3 and h6 have been updated accordingly. (H3) the revision reported may have been the result of prosthesis wear, as stated in the experience report. Based on the images provided, there does not appear to be excessive wear on the articular surface of the insert; however, the extent of the wear cannot be confirmed since the device was not returned for evaluation. Additionally, the insert was packaged in a non-conforming vacuum bag for over five years, which may have contributed to the reported wear. The most probable root cause associated with the reported event of ¿prosthesis wear¿ is associated with material damage to a surface, usually involving progressive loss or displacement of material, due to relative motion between that surface and a contacting substance or substances.